Manufacturer narrative:
In response to FDA report number mw5092680. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported left side ¿complications regarding breast implants", "still lots of pain and burning breast still discolored", "still continued to have adenopathy of multiple lymph nodes", "continued to feel plastic rubbing against muscle", and "lymph nodes continued to stay elevated". Patient also reported ¿white blood count continued to stay elevated¿; this is not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side ¿complications regarding breast implants", "still lots of pain and burning breast still discolored", "still continued to have adenopathy of multiple lymph nodes", "continued to feel plastic rubbing against muscle", and "lymph nodes continued to stay elevated". Patient also reported ¿white blood count continued to stay elevated¿; this is not device related. Device remains implanted.